Event description:
It was reported that the lead exhibited greater than 2000 ohms impedance and high threshold of 5.0 v in bipolar. In unipolar, there was a total loss of capture. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.